Event description:
It was reported the patient's intrathecal drug delivery pump indicated a motor stall had occurred. The motor stall was thought to have been caused by the patient undergoing an MRI. No alarm was heard. The patient had no withdrawal symptoms and the residual pump volumes continued to match up with the expected values (4.5 ml actual and 4.4 ml expected). The patient had an increase in pain prior to the MRI, which was determined to be stress related not system related. The pump was felt to be working but there was concern due to no recovery message appearing in the logs. The pump was refilled and the logs were read again. A motor stall recovery message appeared in the logs. The logs indicated the motor stall occurred in 2009, and the recover occurred in the same month. The drugs used in the pump were hydromorphone 10.7 mg/ml, fentanyl 400.1 mcg/ml, bupivacaine 20 mg/ml, and clonidine 1333.6 mcg/ml.

Manufacturer narrative:
The device is included in the medical device safety alert, important information on potential MRI effects physician communication (2008).